Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one grip close cable is broken at the distal idlers. Idler pulley spins freely and does not exhibit damage. Cable segment sticks out at wrist. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, a broken cable was noticed on the mega suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.